Event description:
Pt broke his leg when he forced it through the bumper pads on the crib and through the crib bars.

Manufacturer narrative:
Explanation - the device was not evaluated because no malfunction was reported. Our initial assessment of this incident did not address the requirement to report serious injury even if the device did not malfunction. A review of our CAPA procedures determined that a report should have been filed.